Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient¿s therapy was not helping for the pain in their foot. It was not known how long the patient¿s therapy was not helping for, as they had not been reprogrammed in over a year. The patient¿s device was explanted. The healthcare provider did not want to return the device, as they noted nothing wrong with it; the patient was just not satisfied. The explant occurred on (B)(6) 2016. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.